Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of thermal damage. The unit was triaged and the reported issue was confirmed. The battery was found to be distorted with corrosion on the side closest to the printed circuit board assembly. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned the enteral feeding pump to covidien service center for repair. Upon triage on (B)(6) the service technician found that the unit had thermal damage.